Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the output connector was broken. It was also noted that the main clear cover was missing, the upper and lower cases were broken, the battery drawer, one battery latch, side bail covers and ring cover were contaminated and one battery release spring was bent.

Event description:
It was reported the epg (external pulse generator) was defective. Additional information was received reporting that when the leads of the epg were plugged in, it was necessary to press down on the leads to keep it working. A bad connector was suspected. The epg was hooked up to a patient when the connection issue was identified. The epg would quit capturing unless the leads were pressed down. It worked fine when they were pressed down. The epg was changed for another one. It was returned for repair. There were no patient complications as a result of the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.